Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal device change, the right ventricular lead was noted with insulation abrasion. Medical adhesive was used to repair. There were no electrical anomalies noted. The patient was stable after the procedure.